Manufacturer narrative:
The reported events were unable to implant and ¿stylet wire to be unable to fully enter¿. As received, a complete lead without a stylet was returned for analysis. The reported event of ¿stylet wire to be unable to fully enter¿ was confirmed. A stylet obstruction/restriction was found at the distal portion of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Destructive analysis was performed and the inner coil at the stylet obstruction region of the lead found blood inside the inner coil lumen. The cause of ¿stylet wire to be unable to fully enter¿ was isolated to blood in inner coil lumen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the right ventricular (rv) lead resulted in inability to implant the rv lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.